Manufacturer narrative:
The reported event is confirmed - manufacturing related. Received two (2) photo samples. Visual: received one (1) used 3-way temp sensing catheter with cut portion of inlet tubing and a straight tipped syringe without original packaging. This is out of specification which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. A device history record review is not required. The labeling review is not required. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that water leakage occurred from the balloon area during pretest. Including this case, about 6 incidents have occurred at the same facility since last month.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that water leakage occurred from the balloon area during pretest. Including this case, about 6 incidents have occurred at the same facility since last month.